Manufacturer narrative:
(B)(6) 2018 - this lead was capped on (B)(6) 2018 due to rising thresholds and dropping impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to rising thresholds and dropping impedances.